Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, scratched display window, and cracked case near display window corners noted during visual inspection. No button response and button error alarm due to flattened dome switch on down arrow button. The insulin pump had a corroded keypad traces were also noted. No failed battery test alarms noted after battery was inserted into battery tube. The insulin pump was monitored and the time clock advanced. There was no frozen display. No cracked display window or lcd glass noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly, damage, and frozen screen. The blood glucose at the time of the incident was 135 mg/dl. The customer states they attempted to deliver a bolus, but the buttons were unresponsive. Ten minutes after attempting to bolus the insulin pump beeped and the display was frozen. The customers also mention having a crack on the screen. The customer removed the battery and the insulin pump alarmed failed battery test. The customer inserted a new battery and it resolved the issue. However the customer was advised to return the pump because of the issue she had. The device will be returned for analysis.